Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation associated with the atrial septal defect (asd)/atrial separation could not be determined. The cause of the reported pericardial effusion could not be determined. The reported patient effects of perforation and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an atrial perforation and pericardial effusion. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw mitraclip was implanted successfully without issue, reducing the mr to a grade of 1. When the steerable guide catheter (sgc) was retracted into the right atrium, an atrial separation was observed and a pericardial effusion increased. According to the physician the sgc could have contributed to the pericardial effusion and the worsening of the atrial separation. No intervention was performed to treat the atrial separation or pericardial effusion. No additional information was provided.